Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 14 years since the subject device was manufactured. Based on the investigation results, although we could confirm adhesion of foreign material in air/water cylinder, air/water channel and nozzle from the photo provided, we could not identify the foreign material. It was unknown whether there was deviation from IFU in reprocessing steps for the location where the foreign material remained. The root cause of the foreign matter remaining on the device could not be identified. User can detect/prevent the suggested event by following IFU below. Detection method is described in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the air water tube, air water cylinder, and nozzle. There were no reports of patient involvement.